Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed for leak. A visual inspection was performed and no obvious defects were found. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
During evaluation of a returned dialyzer by baxter personnel, it was noticed that a slow leak was coming from the area where the arterial header cap was screwed onto the dialyzer. No additional information is available.